Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the casing and display on her onetouch ultra2 meter was cracked/ smashed. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2012. The patient manages her diabetes with insulin. It is not known if the patient made changes to her usual diabetes management routine. About 5-6 hours after the alleged issue begun, the patient claims she felt a symptom of dry mouth. The patient administered self novolog insulin (15 units) as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter fell out of a car and was run over. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.